Manufacturer narrative:
(B)(4). Concomitant medical products - unknown nexgen rotating hinge knee femoral assembly catalog #: ni lot #: ni, unknown nexgen rotating hinge knee tibial assembly catalog #: ni lot #: ni, unknown nexgen rotating hinge knee polyethylene articular surface catalog #: ni lot #: ni, unknown nexgen augment catalog #: ni lot #: ni . The complainant has indicated that the product will not be returned to zimmer biomet for investigation, the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-04133, 0001822565-2018-04147, 0001822565-2018-04148. Current location is unknown.

Event description:
It is reported that the patient underwent a right knee arthroplasty revision due to dislocation of the rotating-hinge coupling mechanism. The polyethylene articular surface and rotating hinge-mechanism were replaced. Additionally, the patella and femoral components were replaced as well due to unknown reasons. No additional patient consequences were reported.

Manufacturer narrative:
The complaint sample was not evaluated and the reported event could not be confirmed. A device history record review could not be performed as the lot number associated with the reported event is unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.